Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized for the event. The specific treatment and specific drug name were unknown. At the time of this report, the patient has not recovered and was still hospitalized for the event. The peritoneal dialysis was withdrawn. The reporter declined to provide additional information.